Event description:
It was reported that the patient was injured when the cot was dropped from the back of the ambulance during the unloading process. Further information was not provided.

Manufacturer narrative:
It was reported that the patient hit their head as a result of the alleged cot tip. The patient was evaluated at the hospital and all tests were negative, they were released the same day. It was also reported that the emt injured their hand when attempting to catch the cot. Their hand was cut, not requiring medical intervention, the hand cut was treated with a bandage. The customer reported that this event was a result of user error. The emt's were unloading too close to a curb and the emt lost his footing/fell off the curb when unloading. The other emt released the cot from the safety hook at the same time which caused the tip. The customer reported that there was no malfunction of the cot.

Event description:
It was reported that the patient hit their head as a result of the alleged cot tip. The patient was evaluated at the hospital and all tests were negative, they were released the same day. It was also reported that the emt injured their hand when attempting to catch the cot. Their hand was cut, not requiring medical intervention, the hand cut was treated with a bandage.